Event description:
Tech alleged that the brake caster would lock and hold but the brake caster would rotate if pushed on the side. No pt injury reported.

Manufacturer narrative:
The tech replaced the brake caster to resolve the issue.